Event description:
At 17:00: during open heart surgery facility had 5 3000 pumps on a pole (IV tree) and needed another 3000 pump. Rn attached it to another 3000 pump looked at the pump where they lock together the 2 pumps were locked together and rn (and the cardiologist) heard the click sound they make when they lock together also. Rn then got down under the IV tree to plug the pump in to the electrical outlet strip and the pump fell off the other pump, and fell on top of rn's head. Rn became very hot and felt faint. Rn had to go to the e.r. For check-up, cat scan was clear. Suffered headaches and dizzy spells for over a week and a half.